Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 110 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer provided that they have not had any recent changes to diet. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 181 mg/dl and 150 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is month of december 2015. The meter memory was reviewed for previous fasting test results (date / time not set): (B)(6). Adverse event not reported.